Manufacturer narrative:
Additional information - h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. It was discovered that the right ventricular (rv) lead was exhibiting oversensing noise. All other electrical parameters on the rv lead were normal. Rv lead extraction was discussed, but patient has not been scheduled for procedure. No programming changes were made. Patient was in stable condition.